Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of 41 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. As well as, the customers physical therapist provided carbs for consumption and helped customer to sit down to additionally address bg.